Manufacturer narrative:
Conclusions: only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure in the lead portion not returned.

Event description:
Additional information was received from the physician's office indicating that no x-rays were taken prior to replacement and no trauma or manipulation was reported that is believed to have caused or contributed to the lead fracture. The site did not know how the patient's increased seizure frequency compared to the patient's seizure frequency prior to receiving vns therapy. No other factors are believed to have caused or contributed to the patient's increase in seizures.

Event description:
It was reported that the patient previously began to experience an increase in seizures, however the patient's vns appeared to be working as per the physician. The physician was unable to run vns diagnostics due to the patient's low settings. The physician referred the patient for prophylactic replacement due to concern on the increasing seizures and high impedance was found during the replacement surgery. The leads were replaced and returned for analysis. No lead fractures were found and set screw marks indicated the lead pins were adequately inserted. The patient's seizure control has improved again following replacement.